Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device evaluation by manufacturer? Yes. D9: returned to manufacturer on: 09-june-2025. Investigation summary: bd received two photos and one sample for investigation. The photos depict a device with foreign matter on the male luer. Additionally, the sample underwent a visual inspection and failed testing due to the presence of foreign matter on the male luer of the device. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® ultratouch¿ push button blood collection set, foreign matter was found in the adapter. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that before using one bd vacutainer® ultratouch¿ push button blood collection set, foreign matter was found in the adapter. There was no health impact or consequence reported.